Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had cataract surgery in one eye and is now having difficulty seeing the touchscreen due to the surgery. Customer had low blood glucose levels (40-50 mg/dl). Reportedly, low bg's were due to the customer having difficulty seeing the touchscreen and pressing the wrong buttons. Customer consumed carbohydrates to stabilize blood glucose levels.